Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) walked caller through removing the 30 degree endoscope plus and canceling guided tool change. Caller confirmed the issue was resolved and staff continued with the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci assisted surgical procedure, that site was experiencing an issue with the 30 degree endoscope plus image appearing upside down every time the endoscope was inserted. The procedure was completing as planned with no reported injury.